Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the anterior cruciate ligament surgery that the implant did not function correctly. When pulling the graft into fermoral tunnel, the button of the tightrope on the cortical side was pulled out. Nothing broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation has been confirmed; the device (button) was received for evaluation, and additional damage was noted one unpackaged ar-1588rt-2j tightrope® ii rt, with deploying suture batch 15420187, was received for evaluation. During visual inspection, it was noted that the suture loops were broken, and a piece of the white suture was observed on the button. Evaluation of the button found no sharp edges or damage that could have caused the breakage. It was also noted that the white and black sutures had a knot at the tail. Fraying was observed on the white and blue sutures. A functional test was performed by moving the sutures on the button; no resistance was noted. The most likely cause of the reported failure is user error, including incorrect surgical technique, applying excessive force to the shortening suture strands, and/or tensioning them not in line with the bone socket, which may break the strands and impair the ability to fully seat the implant. Directions for use dfu-0147-eo revision 4, tightrope® devices acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.